Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 7036021, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms of redness and swelling were noted. It was noted that the infection was not device or procedure related and the cause was unknown. Antibiotics were prescribed. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively.